Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery in 2005 and presented for enhancement procedure on (B)(6) 2016. At the one week post enhancement follow up, (B)(6) 2016, patient presented with epithelial ingrowth in both eyes. It was reported surgeon did a flap lift and rinse. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dirty sensation in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015. Right eye post-op 20/20 -.50 x .00 x 90. Left eye post-op 20/20 -.75 x .00x 90.

Manufacturer narrative:
(B)(4).